Manufacturer narrative:
The device evaluation was completed on 05-nov-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was difficulty advancing the sheath into the patient. The vizigo¿ could not be advanced in the patient¿s groin. There was a femoral access issue. The operator mentioned that he feels a big ¿step¿ from the dilator to the sheath ¿ not a smooth transition. There was no damage to the sheath related to resistance. There was resistance when advancing dilator and catheter. The dilator/catheter/needle was able to move within the sheath. High force was not required to move the catheter and the catheter was not slipping out of sheath. The dilator/catheter/needle was not stuck in the sheath. Another steerable sheath was opened, and no issues were encountered. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed the tip and was found bumped; also, a bent was observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. A device history record (DHR) review was performed for the finished device 50000157 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was difficulty advancing the sheath into the patient. The vizigo¿ could not be advanced in the patient¿s groin. There was a femoral access issue. The operator mentioned that he feels a big ¿step¿ from the dilator to the sheath ¿ not a smooth transition. There was no damage to the sheath related to resistance. There was resistance when advancing dilator and catheter. The dilator/catheter/needle was able to move within the sheath. High force was not required to move the catheter and the catheter was not slipping out of sheath. The dilator/catheter/needle was not stuck in the sheath. Another steerable sheath was opened, and no issues were encountered. No adverse patient consequence was reported. The resistance with sheath was assessed as not MDR reportable. The sheath shaft rough was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2022, additional statements were added to the device evaluation for clarification. The following were added to replace the previous statement of: "the issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue." New statement: the resistance issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. The rough issue reported by the customer was confirmed. It was related to the tip being bumped. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).